Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during an unk procedure the device tore. Procedure was completed with another device. No patient consequences were reported.